Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. One of the returned instruments cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. The second instrument was returned empty, therefore, further functional could not be performed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparosocpic cholecystectomy the ER 320 misfired and would not reload. The 511sd would not advance the blade. The case was completed with replacing the ER 320 and 511sd with new instruments. There was no consequence to the pt.